Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a bilateral laparoscopic nephrectomy procedure, the device partially fired on the fourth firing with a white cartridge. There were no issues with the staple line or cut line that were delivered. Case completed with another device of the same product code. There were no patient consequences reported.